Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. The reported event of helix mechanism issue was confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade procedure. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold. The lead was explanted and replaced. During the procedure, it was noted that the lead had dislodged and the helix was unable to be retracted. The patient was recovering post procedure.